Manufacturer narrative:
(B)(4). The field service representative (fsr) inspected the analyzer and found the dc driver io board burnt. Capacitor c47 was burnt on the board, and no spill was observed by the board. After replacing the dc driver io board, he proceeded to perform the total call checklist. The fsr verified the controls. He found the sensor was stuck in the open position. He replaced the vortexer 2 w109 cable. The instrument was returned to running within specifications. A review of the safety memo and product evaluation indicates the architect i1000sr is certified to the appropriate (B)(4) safety standards that apply to electrical equipment for measurement, control, and laboratory use. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to provide adequate information regarding electrical hazards and an emergency shutdown procedure. The investigation did not identify a product deficiency.

Event description:
The account stated that the architect i1000 analyzer generated error 8002 - power supply under voltage and the analyzer powered itself off. When they attempted to power on the analyzer they noted and electrical smell and the analyzer would not power on. The abbott field service representative (fsr) inspected the analyzer and found the dc driver board was burnt. There was no injury reported.